Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements, measuring at 117 ohms. Technical services (ts) reviewed the data and stated that the graph showed a gradual increase in shock impedance measurements over time with measurements lower than 125 ohms and the maximum value measured till now was 117 ohms. The current 28-day average was 107 ohms within normal range. Ts recommended to consider increasing the upper limit for the daily measurements of the shock impedance during the next in clinic follow-up. This rv lead remains in service. No adverse patient effects were reported.